Manufacturer narrative:
A review of the provided medical records by a clinical consultant indicated that the exact root cause cannot be determined in this case. However, usual leading causes are an adverse combination of pt-related factors including excessive physical activity or use of adverse medication in combination with procedure-related factors such as undersizing and/or minor malposition of the component contributing to an overload condition across the arthroplasty and thereby adversely influencing the bony incorporation of the device early after primary arthroplasty. Further info such as result of the device and pre- and post-operative x-rays are needed to complete the investigation for determining root cause. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lots.

Event description:
It was reported by the attorney for the pt, as a result of a legal claim, that accolade tmzf plus hip system was implanted on his right side as part of a total right hip replacement on (B)(6) 2010. It is alleged that the pt experienced pain after implantation and subsequently required revision surgery on (B)(6) 2011 due to femoral component loosening.